Event description:
Bioprotect balloon was placed on (B)(6) 2024. The balloon placement was done at the same settings and just following a prostate biopsy. The patient returned for routine radiation planning simulation imaging on (B)(6) 2024, at which time CT images suggested the balloon was within the capsule of the prostate, and this was confirmed on a subsequent MRI. On (B)(6) 2024, the balloon was aspirated. The patient is reported to be in good condition. The radiation therapy will be conducted as planned. The device did not cause or contribute to the occurrence of the event. The root cause is attributed to user error, the balloon was implanted despite irregular peri rectal tissue conditions immediately following prostate biopsy. In addition, proper balloon placement and location was not confirmed prior to proceeding with balloon inflation and final deployment.